Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Cause of event is unknown. Patient continues to be under observataion. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Additional information: b5 - reported as: a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Cause of event is unknown. Patient continues to be under observataion. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Update to: a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. No further treatment to be provided. Problem resolved. Cause of event is unknown. Claim# (B)(4).